Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a soft tissue/plaque wrapped on the burr. The target lesion was located in the vessel of the right leg. A 1.75mm peripheral rotalink® plus was selected and advanced to treat the target lesion. When the device was removed from the patient it was noted that a soft tissue / plaque wrapped on the burr. The device was removed without any difficulty and no issues was noted with the device as it functioned as expected. The patient experienced lower leg pain and was sent for surgery for a fasciotomy. The procedure was completed with this device and the patient¿s status was fine.